Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported issue could not be replicated during testing. Log review confirmed that alarms #1001 (self check failure), #2172 (spontaneous breath vt high), and #3092 (inspiratory demand) did not occur on the same date; however, a #1001 alarm was observed on (B)(6) 2026, lasting approximately two minutes and occurring with #1003. The device passed stress testing with no functional faults identified. Internal inspection noted contamination within the flow manifold assembly and flow screens, which may contribute to the alarms. Replacement of the flow manifold assembly and flow screens was recommended as a precaution. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a 72-year-old female patient, the device displayed a "compressor failure -1001 " error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.